Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Event description:
It was reported that during an orif of a radial fracture, when using clamp in small frag, the clamp broke into the patient. All pieces were retrieved. Surgeon completed procedure using a different device with no further problem, no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. One of the tips is broken off at the root between the third and fourth tooth from the handle end and the broken piece was returned. The fracture surfaces are smooth and there is no indication of material anomalies. The fracture face on the instrument is angled across the thickness of the jaw with the higher side on the inside of the tip. The broken piece has a large dent on that side approximately 5 mm from the tip. The points on 5 of the teeth on the broken piece are flattened as are a couple of the teeth on the intact jaw. The forceps still actuate as designed and the locking mechanism works well. There is a piece of blue and white tape around one of the handles. The design was reviewed and determined to be acceptable for the intended use. The complaint condition is the result of an impact on the underside of the tip and therefore this is invalid.